Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/18/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was the re-operation, expanding the old spinal fusion from 3 to 10 levels, due to the ethicon product? - the re operation was not caused due to our ethicon products. The patient¿s spine as far as I am aware about , was collapsed and there was a need for expanding the old fusion.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. When the healthcare professional tried to suture the patient¿s fascia the suture broke. It was during the second pass to the healthy tissue. Then they used another barbed suture from the same product code and lot number, which broke during suturing after the fourth pass. They healthcare professional removed the suture and used his traditional way of suturing, using interrupted sutures with a non-barbed suture. Re-operation, where they expanded old spinal fusion from 3 to 10 levels. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. How was the suture placed (interrupted or continuous)? - continuous suturing according to our IFU. 2. Which tissue layer, at which location was the suture, was used to close? - hcp tried to close the fascia tissue . 3. What in the physicians opinion are the factors contributing to the event? - they believe that either there was a product failure or that the specific suture (stratafix symmetric) is not strong enough to close the tissue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the re-operation, expanding the old spinal fusion from 3 to 10 levels, due to the ethicon product? Show actions. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-10706. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.